Event description:
During training by facility staff, the device displayed device disabled, "defib fault 72" and "defib fault 76" messages. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.